Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event that the error code was displayed on the monitor coming from otv-s190 processor, but this was related to the light source indicating clv emergency err, the emergency lamp is blown or failed according to processor IFU. The device will not be returned to olympus for evaluation.

Event description:
It was reported the subject device exhibited error e207. The issue occurred during sedation of a therapeutic percutaneous nephrolithotripsy (pcnl) procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.